Event description:
At 1206, enhertu started. D5w (dextrose in 5% water) was pulling from primary line, not secondary. I tried to clamp the primary line to force the secondary to drip and the pump would say error in chamber. I took the enhertu to pharmacy to have more air placed in the bag. Rn (registered nurse) stated she had this problem with enhertu at another facility, and air fixed the issue. I restarted the enhertu after returning from pharmacy, it still did not work. I took apart the original equashield 3x and reattached it in different ways. I was not able to get the secondary to drip. The first time I removed the equashield about a dime size of enhertu came out of the line onto my glove. I replaced the equashield and the enhertu started to run as it is supposed to.